Event description:
It was reported that a tvc55 and a tvr55 were used during a right hemicholectomy. It was reported by the affiliate that on the second firing, the knob stopped at 1 to 1.5 cm from the beginning of firing stroke.